Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep found the aspiration rate and phaco operation to be within specifications. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause could not be identified. (B)(4).

Event description:
A nurse reported during surgery, while performing irrigation/aspiration, the aspiration was poor and then the system froze. The system power remained on, but would not perform aspiration. The system was rebooted but function still remained unavailable. The system was exchanged, after a 10 minute delay, and the case was then completed. There was no pt harm reported.